Event description:
On (B)(4), 2012 the reporter contacted animas to report that on (B)(6) 2012 at 1:45 pm the patient obtained the blood glucose reading of 459 mg/dl, and she experienced the symptoms of headache and fatigue. The patient attempted to take a bolus dose of insulin via the pump, and then discovered the pump had powered off. At that time, the patient determined the battery compartment was cracked, and the battery cap was not secure. The patient administered self-treatment by taking a bolus dose of 7.0 units insulin via a syringe injection, and her subsequent blood glucose reading was 400 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed there was no damage to the battery cap, and there was no moisture seen in the battery compartment. It was also determined the patient had replaced the battery cap one year ago. The manufacturer recommends the battery cap be replaced every six months. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed evidence of power on resets. On examination, the keypad was noted to be lifting at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the all the keypad buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. On further examination, the pump was noted to have a crack in the battery compartment extending from the threads to the case seal and there was visible corrosion in the battery compartment. Examination of the battery cap that was returned with the pump for investigation revealed the threads on the battery cap were stripped. The battery cap could not be properly attached to the pump and was no able to maintain an electrical connection on testing. Loss of power was duplicated during testing using the returned battery cap. A new test battery cap was tried on the pump and was able to retain an electrical connection for testing. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Leak testing was performed and revealed a leak at the battery compartment. The pump cover was removed for investigation and did not reveal any evidence of moisture ingress in the pump's interior.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.